Manufacturer narrative:
Correction: section e1: physician name has been corrected based on information received from the field.

Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2024 to resolve the issue. The patient was discharged with no reports of adverse consequences.